Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels were witnessed while firing at 128% firing power. The surgeon did take his foot off of the pedal to observe pixel and thermal does threshold (tdt) line changes; decided to move linearly but stay at 128%. There were no patient complications reported in relation to this event.